Manufacturer narrative:
No similar complaint type events were reported for units within the same lot.(B)(6) was returned in cartridge. (B)(4).

Event description:
The reporter indicated that a cc4204a, +20.5 diopter, intraocular lens tore during insertion. There was no patient injury and the backup lens was implanted with no issues. Cause of event was unknown.

Manufacturer narrative:
Corrected data: device evaluation: lens was returned stuck in cartridge. Visual observation found the lens stuck in the cartridge. The nanopoint injector had the lens stuck in the cartridge and clear surgical residue/debris on product. Visual observation found no visible damage to the device and residue on the cartridge.